Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident on september 17, 1997. The pt was reassessed on april 7, 1998 for symptoms of vaginal bleeding, vaginal discharge and vaginal dihiscence of the sling material. The sling material was removed without incident. The pt remains continent. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. Loss of suture support may produce dehiscence at the implant wound site."